Event description:
As reported by the (B)(4) registry, the patient experienced hypovolemia post op day one after transferring to the ICU. The hypovolemia resolved after one bolus IV fluid. One day following the index procedure, the patient had a transient ischemic attack (tia). The patient had left sided weakness. Onset was sudden and recovery was full with no deficit. Fluid bolus and rest were provided as treatment. There are no residuals. Duration was >24 hours and fully resolved. The event was unrelated to the index procedure or cordis device. Pre-procedure nih stroke scale score was 2 and rankin score was 3. Carotid artery stenting (cas) was performed on an 80% occluded lesion in the right ostium of the internal carotid artery with an unknown target lesion and reference diameter. The arch I lesion was mildly calcified, ulcerated, and had no documented tortuosity. A 6mm basket angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged to an inpatient rehabilitation facility approximately five days after the index procedure. The patient is now home. Nih stroke scale score was 2 and rankin score was 3.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre-procedure medication included clopidogrel. Post-procedure medication included aspirin. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70713401.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry, the patient experienced hypovolemia post op day one after transferring to the ICU. The hypovolemia resolved after one bolus IV fluid. One day following the index procedure, the patient had a transient ischemic attack (tia). The patient had left sided weakness. Onset was sudden and recovery was full with no deficit. Fluid bolus and rest were provided as treatment. There are no residuals. Duration was >24 hours and fully resolved. The event was unrelated to the index procedure or cordis device. Pre-procedure (B)(4) stroke scale score was 2 and rankin score was 3. Carotid artery stenting (cas) was performed on an 80% occluded lesion in the right ostium of the internal carotid artery with an unknown target lesion and reference diameter. The arch I lesion was mildly calcified, ulcerated, and had no documented tortuosity. A 6mm basket angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged to an inpatient rehabilitation facility approximately five days after the index procedure. The patient is now home. Nih stroke scale score was 2 and rankin score was 3. The (B)(6) male patient has a medical history of a stroke, hyperlipidemia, history of smoking (>5 packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension, and a high risk-critera: age >75. The product remains implanted and thus was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15937920 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypovolemia is a state of decreased blood volume; more specifically, decrease in volume of blood plasma. Hypovolemia is common during surgery due to the use of anesthetics, nil-by-mouth, and in-operation bleeding. Hypovolemia/hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.